Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that dft testing was performed. A 1.1 joule shock returned an impedance of 101 ohms. A 41 joule shock was recommended but due to patient comorbidities this was not performed. No surgical intervention was performed and the patient will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the shock impedances of this right ventricular (rv) lead have been gradually fluctuating between 70-160 ohms with several out-of-range measurements. Since (B)(6) 2019, the frequency of out-of-range measurements have been more frequent, oscillating between 100-150 ohms. The pacing impedances have been gradually fluctuating in a similar pattern to the shock impedances and r-wave amplitude has also been variable. There was also evidence of some oversensed noise in stored episodes. Boston scientific technical services (ts) recommended performing isometrics while measuring pace and shock impedances, perform shock lead impedance testing and increase the shock alert limit from 125 to 150 ohms. There were no patient complications reported with this clinical observation. Additional information received indicates that the recommended troubleshooting was performed and testing did not show any evidence of an issue. Defibrillation threshold (dft) testing will be performed in the future however in the meantime, the patient will be monitored.